Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00817, 0001822565-2018-00816.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to inflammation.

Manufacturer narrative:
Upon reassessment of the reported event, it was reported under wrong MFR #. Will be reported under 3007963827 -2018 -00098.